Manufacturer narrative:
This complaint was opened for the disposable tubing set associated with the failure; however, no sample was available, and also no material or lot number. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was over infusing the following information was received by the initial reporter with the following verbatim . It was reported by the customer that; over infusion causing high blood sugar.